Event description:
A customer reported having an intermittent issue with their lancing device which would not penetrate their skin deep enough even when they changed the depth setting. It was additionally reported, the lancing device caused a physical injury due to excessively lancing the finger tips. The customer did not reportedly specify the kind of injury they experienced and if a third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the manufacture date for the reported lancing device is unknown.